Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. Customer address-(B)(6).

Event description:
The customer reported no output during maintenance involving an olympus video system center. There was no patient harm.